Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. Product event summary: the device was returned and analyzed. The analysis of the battery noted no internal short occurred in the battery. The lithium (li) anode showed it was nearly completely depleted, which made it difficult to determine if lithium severing occurred, with minor localized discharge along the edges. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Additional information obtained indicated the device was explanted post-mortem for cremation and the cause of death was not related to the out of specification finding.